Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
The customer contacted baxter?s technical service center to report a high drain 104 alarm on a homechoice (hc) device after use. The home patient (hp) called the registered nurse (rn) who did not know what the alarm meant. The baxter technical service representative (tsr) helped the hp clear the alarm. The largest uf was 1990ml, cycle 4 uf 2681ml, cycle 3 uf (-260ml), cycle 2 uf (-136ml), cycle 1 uf 295ml. The fill volume (fv) was 2300ml, last fv was 1200ml, the hp uses 2.5% solution, uses two 6l bags and has fluid remaining in bags at the end of therapy. The hp stated he felt fine and reported no symptoms. The hp will inform the rn of the meaning of the alarm. The hp has manual supplies and will ask the rn for instructions on therapy for tonight. The rn will assist with programming. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal) for the reported issue of increased intra-peritoneal volume (iipv). The increased intra-peritoneal volume (iipv) was confirmed by review of the logs. The cause of the iipv was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold.